Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher was returned without an implant attached. No implant was returned in the package. Inspection on the pusher found no evidence of thermal detachment. The monofilament had a stretched profile, indicating tensile break. The root cause of the premature detachment cannot be determined based on the information available, however the condition of the returned product is consistent with the device being subjected to tensile forces that exceeded its material strength. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil was difficult to advance in the microcatheter and upon removal, it was noted that the implant coil was not attached to the pusher and had detached in the microcatheter. The detached coil segment was removed together with the microcatheter. There was no reported patient injury.

Manufacturer narrative:
Additional information was received on (B)(6)2020 that confirmed the coil detached in the middle of the microcatheter, not at the proximal end. (G4): corrected data.